Event description:
(B)(4).

Manufacturer narrative:
A field svc engineer has been on site and troubleshooted the reported ventilator. The reported problem has been reproduced and the expiratory pressure transducer board has been replaced. Replaced part has been requested for investigation. A supplemental MDR report will be sent when the investigation is completed. (B)(4).